Event description:
On 17-jun-2025, a user newly trained on ilet therapy reported fluctuating blood glucose (bg) with a nadir of 39mg/dl and a peak greater than 400mg/dl. The event occurred one day after training. The user treated the elevated bg by allowing the ilet to deliver correction doses and treated the low by drinking orange juice. A caregiver called ems; no medical treatment was administered. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering log data from 16-jun-2025 through 17-jun-2025 show insulin delivery occurred in response to cgm values and user-entered meal announcements, including meal dosing around 5:00pm and 8:00pm, and a tubing fill event on 17-jun-2025 at 3:00pm. No motor errors or delivery malfunctions were identified. Based on device performance, insulin delivery was consistent with cgm input and user interaction. User-specific factors such as insulin stacking, variable insulin absorption, or recent onboarding may have contributed to the observed glucose excursions. Should additional information become available, a supplemental report will be submitted.